Manufacturer narrative:
Date of event: exact date unknown, event occurred over the last two years from the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408740, model: sc-2408-74, serial: (B)(4), batch: 7070324 / 7070499.

Event description:
It was reported that the patient was experiencing increasing pain and discomfort at the ipg site. It was also noted that the patient was not getting an adequate pain relief. The patient underwent an explant procedure. The explanted ipg and leads were not returned as they were kept by the medical facility.